Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, product type: programmer, patient. (B)(4) applies to programmer, patient (lot# unknown) only.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient's device is not synching. The rep and patient attempted troubleshooting steps and was successfully able to sync the controller with the ens. The patient was feeling stimulation on 1.0v. Four days later, patient reported their controller changed the patient from the left side to the right side at 3am. At 4am, it happened again where the controller was changing sides by itself. The call center's number was given to the patient and the event was stamped as sales attention needed. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.